Event description:
It was reported that during a routine follow up normal sensing values and impedance values were displayed with a longevity of 1.5 years. Premature battery depletion was alleged. It was noted that the device was able to be interrogated six months prior and no red alert screens or safety mode was displayed. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem and device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device case identified no abnormalities. It was not possible to communicate with the device at the time of the analysis. The device case was opened to facilitate inspection and testing of the internal components. The device battery was removed and connected to an external power source. Testing showed a normal current drain. The battery was forwarded for detailed testing. Despite this testing, the cause of the reported safety mode was not able to be determined.

Event description:
It was reported that during a routine follow up normal sensing values and impedance values were displayed with a longevity of 1.5 years. Premature battery depletion was alleged. It was noted that the device was able to be interrogated six months prior and no red alert screens or safety mode was displayed. The device was explanted and returned. No additional adverse patient effects were reported.